Manufacturer narrative:
An event regarding disassociation, instability and abnormal ion levels involving a accolade stem was reported. The event was not confirmed. Method & results: device evaluation and results: not performed as product was not returned. Clinician review: no medical records were received for review with a clinical consultant. Device history review: all devices were manufactured and accepted into final stock with no relevant reported discrepancies. Complaint history review: there have been no other similar events for the reported lot. Conclusion: the exact cause of the event could not be determined because insufficient information was provided. Additional information including operative reports, progress notes, x-rays and return of the device are needed to fully investigate the event. If further information becomes available or the product is returned, this investigation will be re-opened. Device not returned.

Event description:
As reported: "the patient had hip pain and elevated metal levels. Hip was unstable so surgeon revised the hip and there was bad metallosis and the trunnion was worn down. He pulled the stem, head and liner. He replaced the liner with a 36 0° f and used a competitor stem.